Event description:
The customer reported erroneously high platelet results for five (5) patient samples. The erroneous results were identified before being released out of the laboratory. There was no impact or change to patient treatment. There was no report of an adverse event as a result of this event.

Manufacturer narrative:
The field service engineer (fse) was at the customer site and confirmed the customer's reported issue. There were no flags or error messages generated. Upon inspection of the instrument the fse found that valve seat for vl11-c was broken. To resolve the issue the fse replaced the compression valve seat at the affected location. Bec internal identifier (B)(4).